Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sick with a cold. A patient reported they were unable to test on the meter. Their meter allegedly powers off during use. The result on their meter was unable to test. No comparison. Treatment was unknown. Customer family member was going to take the customer to the doctor to be tested. No further information has been reported.